Event description:
A report was received that the patient was scheduled to have her precision system explanted due to suspected infection. The patient had an open battery site as the battery was protruding from the skin. During the procedure, the physician found no signs of infection, but the patient did have skin erosion at the pocket site. The physician explanted the devices. The patient was treated with amoxicillin as a precaution. The patient is reportedly doing well.